Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model: cmrm6122, antibacterial absorbable envelope; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection. The implantable pulse generator (ipg) system and antibacterial absorbable envelope were extracted. No further patient complications have been reported as a result of this event.